Event description:
The customer reported that the system had intermittent boot up issues outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and the lemo receptacle were replaced. The system was tested and found to be working as intended and put back into service.